Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole rupture at the center part was noted upon third inflation when inflated at 10atm for 30 seconds. The device was removed without any problem by using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.